Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: we only know that the issue occurred during a procedure; other than that, the customer did not provide any further information. Is the customer reference number available? Did the clip not hold onto the suture, pew-operatively, inter-operatively, or post-operatively? Please clarify if there was any clip loading errors, difficulty loading clips, or limited function of the device. The actual device was returned for evaluation. The clip closure on the suture did not work properly. The assembly/reassembly was identified as event cause, because sometimes the applier works properly after repeat assembly. The cause of incorrect function could not be determined. No further investigation will be performed based on frequently used condition and 5 years old device.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and a clip applier was used. During the procedure, the clips did stick in the tongs and the clip could not be closed. Another like device was used to complete the procedure. There were no adverse consequences reported.